Event description:
It was reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported treating with a manual insulin injection. The customer reported a button error alarm from the insulin pump. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling observed during testing. Cracks to the case, battery tube threads, reservoir tube and reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.